Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the patient rolled over onto the tubing of a primary infusion of doxorubicin 23mg mixed with vincristine 0.9mg running at 5.8ml/hr that was y-sited into a secondary infusion of etoposide 115mg 22.7ml/hr. The patient reported hearing a snap and then noticed the chemo leaking at the yport. The patient had exposure to one of his hands with the etoposide. The site was washed with soap and water and had emollient cream applied. No further treatment or medical intervention was required. The chemo bags in use were aborted and the next infusion was initiated. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the IV set broke was confirmed based on the customers description of events. Only the used smartsite (white adaptor and blue piston without acrylic housing) from the y-port of the set was received from the customer. The event tubing was discarded by the customer. The smartsite was visually inspected under a microscope. Other than the absence of the acrylic housing, no other damage or anomalies were observed. Functional testing was not possible without the event tubing. The probable cause of the breakage and leak was identified to be a result of the patient rolling over onto the tubing during the infusion.